Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported the patient anatomy was heavily tortuous and heavily calcified, which likely contributed to the reported difficulties. It is likely that as the catheter met resistance in the anatomy, the shaft kinked. Additionally, this would likely contribute to the reported difficulties removing the guide wire. To ensure this is not the result of product deficiency, the profile dimensions on all products are confirmed by visual and dimensional checks on the manufacturing line and all products are visually inspected for damage and proper guide wire movement. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The reported difficulties appear to be related to the operational context of the procedure. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous left anterior descending artery, the 2.5 x 15 otw trek dilatation catheter was advanced for pre-dilatation but resistance was met and the shaft kinked. An attempt was made to remove the catheter and resistance was felt; therefore, the catheter and the non-abbott guide wire were removed as a single unit. A new non-abbott guide wire and a 2.5 x 15 otw trek dilatation catheter were used to complete dilatation. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.